Event description:
During a procedure, conmed's system 2450 generator was in use, and a piece of gauze had caught on fire.

Manufacturer narrative:
Conmed's distributor, (B)(4) originally notified conmed of the reported event. The end-user stated the piece of gauze was not soaked in alcohol and the generator contributed to the fire. The fire was stubbed out with someone's foot. Conmed inquired about the other accessories used, and this information could not be retrieved. Typically, fires similar to the event above are attributed to accessories as opposed to the generator. However, as a fire in an operating room could potentially become dangerous, conmed would like to report this event to the f.d.a. Conmed was unable to evaluate the sample in question as it was not returned by the end-user. Device not returned by user.